Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however, data analysis has not yet been completed. This device was then explanted and expected to be returned for analysis. No additional adverse patient effects were reported.